Manufacturer narrative:
(B)(4. Concomitant medical products: persona articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42522600510 lot # 63721591. Femur cemented posterior stabilized (ps) standard right size 6 catalog # 42500606002 lot # 63740526. All poly patella cemented 32 mm diameter catalog # 42540000032 lot # 54775236. Biomet bc r 1x40 us catalog # 110035368 lot # 947baa2510. Biomet bc r 1x40 us catalog # 110035368 lot # 947baa2510. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-00712.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial prosthesis with possible pitting of the polyethylene bearing. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and bone cement still attached. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates significant lucency along the cement mantle of the tibial component consistent with implant loosening. No fracture. No definite evidence for loosening of the femoral component. Cement mantle is somewhat thin along the tibial stem and tibial plateau. Overall fit and alignment of the implant is appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.